Event description:
It was reported that during a right superior lobectomy with video assisted thoracic surgery, "atipic" resection of medium lobe of the lung, they fired with green load, without articulating; it was not necessary to apply additional force, no strange noise was heard, fired following a previous staple line, doctor tried to open the machine according to use instructions, removed the machine cutting around with an endogia (3 loads). Adverse patient consequences were resection of more parenchyma; patient had to recover from the incision. The procedure was prolonged 60 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition, with one ecr60g cartridge reload loaded in the device, and with the indicator in the lock position. The cartridge reload was received fully fired. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the straight and articulated positions with tests cartridges and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted.